Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided reset instructions, and father later called and completed pump reset, with no additional outcome details reported.